Event description:
Reporter alleged obtaining discrepant blood glucose results of 453 mg/dl and 45 mg/dl back to back with a result of 151 mg/dl on a pt using the inform system when testing was performed less than 10 minutes apart. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that the strips could have possibly been under dose during the back to back testing. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for one of the three suspect devices used. Reference medwatch reports with a1 pt for the other suspect devices used.